Manufacturer narrative:
A ge svc rep performed an onsite investigation. The sbc board, image processor board and interconnect cable were evaluated and replaced. The sys was tested and found to be working as intended and put back into svc.

Event description:
It was reported the workstation would lock up when the save button was used. The customer tried to reboot the sys and it intermittently failed to boot up. There is no report of death or serious injury.